Manufacturer narrative:
It was originally reported that the device was being returned for an evaluation, the device was not returned to us. No evaluation could be completed.

Event description:
It was reported that the probe broke off the electrode, posing the risk of a small component being lost in a surgical site, during use in a procedure at the user facility. The procedure was completed successfully as there was no patient impact, no surgical delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the probe broke off the electrode, posing the risk of a small component being lost in a surgical site, during use in a procedure at the user facility. The procedure was completed successfully as there was no patient impact, no surgical delay, no medical intervention, and no adverse consequences.